Event description:
Report received from the USA stating that the device was "running rough and sluggish" during surgery. The device was being used during surgery. There was no pt/user injury or medical intervention reported. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "running rough and sluggish" could not be confirmed. The device passed all tests and no problems were observed. If add'l info becomes available, a supplemental report will be submitted. (B)(4).